Manufacturer narrative:
(B)(4). Device, serial number (B)(4), for evaluation. The customer also returned a 2:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Product review of the skin graft mesher by flextronics on january 15, 2019 revealed that the device was outside calibration specifications. The 2:1 ratio cutter serial number (B)(4) produced an incomplete cut when tested and was deemed non-repairable. Repair of the skin graft mesher was performed by flextronics on (B)(6) 2019 which did not necessitate the replacement of any components. The device was recalibrated. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during the product review by flextronics it was not mentioned if the handle was non-functional. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by flextronics it was not mentioned if the handle was non-functional. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that handle was non functional. The event occurred during surgery. Alternate device was used to complete the surgery. There was a minimal delay and no consequences or harm reported. Investigation identified that the device did not produce a passing test mesh. No adverse events have been reported as a result of this malfunction.